Manufacturer narrative:
Distributor provided the additional information on april 11, 2023: pump history was reviewed and multiple resume pump alarms had occurred; cause was not known. There are no alerts or alarms in the pump history indicating a pump failure. Pump was tested and functioned as expected. Correction: h6 - code 1503 removed; 1013 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.